Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A benefit risk evaluation assessor via regulatory agency reported that during implantation of intraocular lens (iol), lens kept getting stuck in the injector and it eventually unfolded in the eye incorrectly. Additional information has been requested.